Manufacturer narrative:
The condition of failure code 536:320:658:0000 was confirmed through the event history. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4)

Event description:
Colleague infusion pump was reported originally for a failure code 536:320:658:0000. It is unknown when the reported condition occurred. No patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a failure code 536:320:658:0000 which interrupted delivery. This device utilizes user interface module master software version 6.13.92 categorized as remediated.